Event description:
On 10/27/97, the account reported an erratic ck-mb result of 12.8 ng/ml, which was given by the axsym analyzer. The result was questioned by the pt's physician and a new sample was collected. Test results for the new sample and repeat testing of the original sample were 0.8 and 0.9 ng/ml. The sample cup from the original run was unavailable to check for fibrin. The account uses dade controls. All controls were within acceptable ranges, however they had drifted on the low side for several weeks. The account has not provided the actual values. No further pt info provided by the account. No report of injury. Review of the message history log revealed a probe crash had occurred on 10/23/97, without performing the probe crash recovery procedure.